Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient experienced no adverse consequences.